Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set did not flow freely and had air in the line during priming. The reporter stated that "as one aspirates, the chamber collapses and is incapable of delivering fluid, and air is able to get through the valve". The set had been primed via gravity using a non-baxter extension set and a stopcock. There was no patient involvement. No additional information is available.